Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found twice, during routine follow-ups, to be in the 'monitoring only and storage mode' not 'monitor + therapy.' In the monitoring only and storage mode the ICD is unable to treat an arrhythmia. After the second occurance, the ICD serial number was found to be all question marks. The physician elected to replace the ICD. The ICD will be analyzed when returned.